Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 85% stenotic and was located in the first diagonal branch off of the left anterior descending (lad) artery. The physician used a 7fr introducer sheath and a 7fr xb 3.5 guide catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician completed one run at low speed, but when he attempted to retract the oad proximally, he discovered that it was stuck on the guide wire. The physician attempted to advance the guide wire distally, but was unsuccessful. The oad and guide wire were removed as a unit and follow-up angiography revealed a perforation at the bifurcation of the lad and first diagonal branch. The patient status declined and the patient became unresponsive. Cardiopulmonary resuscitation (CPR) was started and the physician deployed a covered stent across the perforation. CPR was continued for approximately 45 minutes, but the patient expired. Three requests for additional information have been made, but none has yet been received.